Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing the manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR # 1627487-2018-09820. It was reported during a permanent implant procedure, while creating a pocket for ipg, a sebaceous cyst was found. As a result, the physician drained the cyst. It was noted the patient's paddle lead had been placed. However, due to risk of infection, the physician decided to remove all devices.